Event description:
Patient's legal counsel alleges the patient underwent total hip arthroplasty on (B)(6) 2005 and that a revision procedure was performed on (B)(6) 2011. A review of invoice history confirmed the surgery dates. Further follow up for additional information revealed the reason for the revision procedure was allegedly due to elevated metal ions. The acetabular cup and modular head were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 1 of 6 mdrs filed for the same patient (reference 1825034-2012-01558 / 01563).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel alleges the patient underwent total hip arthroplasty on (B)(6) 2005 and that a revision procedure was performed on (B)(6) 2011 due to patient allegations of elevated metal ions. Legal counsel for patient further reported a subsequent revision procedure was performed on (B)(6) 2012 due to patient allegations of acetabular cup loosening. A review of invoice history confirmed the surgery dates and that the acetabular cup and modular head were removed during the revision procedure on (B)(6) 2011. Additionally, invoice history confirmed the acetabular cup, acetabular liner and modular head were removed and replaced during the revision procedure on (B)(6) 2012. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information provided in revision operative notes dated (B)(6) 2011 indicated the presence of metal staining, brownish fluid, and a loose acetabular cup. Additional information provided in revision operative notes dated (B)(6) 2012 indicated loosening and migration of the acetabular cup.